Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k): k141521, k141597 e1 - initial reporter city:(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel of upper left arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During eighth inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel of upper left arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During eighth inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. E1 - initial reporter city: (B)(6). Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 95mm in length and extended from a position 5mm proximal of the proximal markerband to 22mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.